Event description:
On (B)(6) 2012, the distributor contacted animas stating that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The up and down buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the keypad buttons and the "ok" button contact was found to be inverted. Unrelated to the event the bolus button was found to be detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).